Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported aviva system blood glucose results of 600 mg/dl and 200 mg/dl within 10 minutes on a professional system. Reported no adverse event. Strips not available for return, replacement sent.